Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 for hyperglycemia and diabetic ketoacidosis (dka). It was reported that the customer had high blood glucose levels of 22 mmol/l at the time of incident. It was reported that the customer was treated in the hospital. It was reported that the insulin pump received motor error alarm. Troubleshooting was performed. The customer reported that the drive support was normal. It was reported that the insulin pump did not alarm e70. Was reported that the customer was unable to rewind the insulin pump due to motor error alarm. Product is expected to return for analysis.